Event description:
It was reported the customer received a no delivery alarm while priming their tubing. The customer's blood glucose was 595 mg/dl. Customer treated their blood glucose with a manual injection. Troubleshooting found insulin was unable to exit with a push plunger. It was also found the insulin pump did not alarm no delivery with a manual prime. Troubleshooting found changing the reservoir resolved the no delivery alarm. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.